Event description:
The information provided to sjm indicated a 6f angio-seal vip was deployed following an angioplasty. The device "popped" out of position 24 hours post-deployment resulting in bleeding. The patient collapsed and vomited, resulting in aspiration pneumonia. An emergency laparotomy and arterial repair were performed. The patient expired several days later while in the intensive care unit under treatment for the aspiration pneumonia.